Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation. It was found that the device in question is more than five years old since it was manufactured and that the ex board broke down due to repeated use for a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred. Olympus (B)(4) checked the subject device and found that the examination lamp did not light up and the image was not displayed. There was no report of patient injury associated with the event.